Manufacturer narrative:
Additional information: d10, h3, h6, h10 interrogation of the device revealed the device was above eri when received, and the remaining battery capacity was higher than the battery capacity requirement for implant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a generator change procedure. Prior to procedure, the replacement implantable cardioverter-defibrillator was interrogated and was found with premature battery depletion. The device was not used and replaced with a new device. The patient was stable post-procedure.